Event description:
The facility reported an incident of a free flow during pt infusion. The pump was being set up for an oxytocin infusion, 1000ml bag of IV fluid with 20unis of oxytocin, at a rate of 3ml/hr. The nurse was reported to load the IV set into the pump; however the IV set was not completely in the channel. When the nurse attempted to program the infusion, the pump would not let them program. The nurse then used the manual tube release knob on the side of the pump and reportedly, the pump pulled IV set into the channel. The nurse was able to program the pump and started the infusion. At the time the pump displayed less than 1 ml had infused, the pt experienced more painful "sustained", very hard contractions that had lasted four minutes, and the fetal heart rate decreased. The nurse looked at the bag and noticed the IV fluid was at 900ml mark, while it should have been at 1000ml mark. Approx 100ml (minus fluid used for the IV set priming) had infused. The nurse stopped the infusion immediately and the medical doctor was notified. According to the facility's clinical nurse specialist, the pt's contraction and the fetal heart rate resolved on their own and no medical intervention was required. The pt and the family member recovered and there was no complication during the delivery. Despite baxter's effort to obtain additional information from the reporting facility, details were not available regarding the pt's demographics, diagnosis and status, fetal heart rate values, any changes in the pt's vital signs, and set up of the pump.